Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a pre op diagnosis of lumbar spinal stenosis. Patient underwent a posterior spinal fusion with instrumentation, l2-4, lumbar laminectomy, foraminotomy, facetectomy at l2-3 and l3-4 levels bilaterally. It was noted that the process was slightly different when inserting the l4 pedicle screws because of prior fusion mass that distorted the anatomy. Bone autograft, cancellous chips, and rhbmp-2/acs were packed along the posterolateral gutters. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future. Operative notes: (B)(6) 2010.